Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was an overdischarge with no known external factors. The patient had not used their implantable neurostimulator (ins) in 60 days. The patient met the manufacturer representative at the managing health care professional (hcp) office for a trickle charge on (B)(6) 2016. The issue resolved. There were no planned or performed surgical interventions. Additional information was received from the manufacturer representative on 2016-12-09 reported that the patient was concerned with the battery life after the overdischarge event was resolved. The power on reset (por) was cleared after the successful trickle charge. The manufacturer representative told the patient that battery life was affected by an overdischarge. There were no known environmental factors. After the ins was brought out of overdischarge, the patient fully charged the battery to 100%. The patient¿s concern was that the battery was down to 75% after 2 days of no use. The patient called the manufacturer representative to voice their concern and the manufacturer representative told the patient that the battery life was affected by the overdischarge and it would not hold the same charge as before. It was reported that this had been reviewed during the trickle charge on (B)(6) 2016. The patient thought that the battery was defective because it did not hold a charge as long as their previous battery. It was again reported that there were no planned or performed surgical interventions related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.